Manufacturer narrative:
Approximate age of device- 6 years, 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient driveline had the silicone sheath completely removed from the metal driveline connector. Tape was removed from the damaged location in clinic and new tape was applied for reinforcement. There were no reported alarms or device malfunctions. A clamshell repair was performed on (B)(6) 2019.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of separation of the distal end driveline bend relief near the metal connector requiring a clamshell repair was confirmed through submitted photos as well as an onsite evaluation performed by a technical service representative. A clamshell repair was successfully performed on (B)(6) 2019 under work order 59860. The work order notes a separation of the distal bend relief from the metal connector. There were no reported alarms and patient was asymptomatic. The patient remains ongoing on vad support with no further issues reported. The separation of the driveline's silicone sleeve was previously investigated, and it was determined that sufficient side loading applied on the silicone sleeve while it is connected to the system controller can contribute to the separation of the sleeve from the nipple of the metal connector. It was determined that this separation is a design-related issue and it has been addressed by car #(B)(4). No further information was provided. The manufacturer is closing the file on this event.